Manufacturer narrative:
Additional information added to: a3,b4. Correction to b4.

Event description:
It was reported that potassium phosphate ordered to infuse over 6 hours, however; the bag infused over two hours. There was no patient impact.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that potassium phosphate ordered to infuse over 6 hours, however; the bag infused over two hours. There was no patient impact.